Event description:
It was reported that during an emergency ptca treatment procedure, the maverick2 monorail 20/2.0 mm balloon could not be deflated. The pt remained asymptomatic during this event. The lesion being treated was a soft, 3 mm long, 100% stenotic lesion in the mid left anterior descending coronary artery. The physician used a guidant hi-torque balance .014 inch guidewire and a medtronic 6f zuma 2jf4 guide catheter to cross the lesion. It is noted that the maverick2 monorail balloon was difficult to inflate. Inflation started at 6 atms, and reached 11 atms where it remained for 80 seconds. The physician used a 50 cc syringe in an attempt to deflate the balloon, but was unsuccessful. The partially inflated maverick2 monorail balloon was intact when removed, but stretched. The procedure was successfully completed, and no pt complications or injuries were reported. Pt status is reported as 'good'.